Event description:
It was reported that the atrial lead exhibited loss of capture and loss of sensing. The pulse generator was programmed vvi mode. The lead was repositioned successfully on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.